Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that, upon start-up, there was a strong smell of burning and smoke coming out of the machine. There was no report of patient involvement.

Manufacturer narrative:
The customer declined repair. No further information available.